Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported by the nursing supervisor to philips that the device did not pass the operational check test and showed error 0003. The device was reported as being available for clinical use in the intensive care unit at the time of the event. It was reported that no patient was harmed and there was no adverse patient impact.